Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons illuminated, the device would likely not have sufficient power for effective defibrillation therapy delivery. There was no patient use associated with the reported device issue.

Manufacturer narrative:
(B)(4). The customer reported that after power cycling the device, the attention and service icons disappeared and only the charge-pak icon remained. The customer then stated that they replaced the charge-pak assembly which resolved the reported charge-pak icon. The customer stated that the device was then placed back into service. Physio-control was unable to conclude the cause of the reported attention and service icons in addition to the charge-pak icon.